Event description:
Duirng a lap laparoscopic prostectomy procedure, the seal on the trocar broke. The entire trocar had to be replaced. Another device was used to complete the case. There was no adverse consequences to the patient.